Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD) with another manufacturer's chronic implantable defibrillation lead, high out of range shock impedance measurements greater than 125 ohms were observed. The lead was explanted and replaced. No adverse patient effects were reported. Subsequently, the device was later explanted and replaced for unrelated reasons.